Manufacturer narrative:
Since customer did not know which specific a3059 skull clamp/serial number was linked with the complaint and the customer provided six of the eight serial numbers to date, this complaint was assigned one of the serial numbers provided by the customer: (B)(4). Integra has completed their internal investigation on august 14, 2017. Results: product not returned for evaluation. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year look back from 07/31/2015 to 07/31/2017 for this reported failure using the key phrase "not holding" for product ID a3059 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: product not returned therefore no root cause could be determined.

Event description:
It was reported that the device was not holding like the metal kind. Additional information received from the customer via phone on 21jul2017: the customer reported that three surgeons have complained about all of the facility's a3059 skull clamps for movement and/or slippages. The customer does not know which specific a3059 skull clamp/serial number was linked with this patient. For this report, one surgeon complained of slippage or movement. The patient was supine initially and was repositioned prone. During surgery, it slipped and the patient incurred a scalp laceration. No other patient details provided. Linked to mfg report numbers: 3004608878-2017-00224, 3004608878-2017-00225, 3004608878-2017-00226, 3004608878-2017-00227, 3004608878-2017-00228, 3004608878-2017-00229, 3004608878-2017-00230.